Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon receipt, the belt connector housing was broken and the nut was separated from the connector. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report that he removed the vest to take a shower, and when he came back, it was in two pieces. It was later confirmed that the belt connector was broken. The pt was provided with a replacement electrode belt.